Manufacturer narrative:
This report is for an unknown rods/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Occupation: synthes employee. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient was underwent for a posterior fusion in th12-sai surgery for treating purulent discitis on (B)(6) 2019. It was postoperatively found on unknown date that the patient had become infected, and debridement was performed. The implants were opened. Then the surgeon found the unknown set screw without being fixed in place. The surgeon was identified the set screw was originally around the lesion area. The surgery was completed successfully without delay. The patient outcome was unknown. This is report 2 of 3 for (B)(4).

Event description:
All the setscrews in the lesion were secured to screwheads. As an additional intervention s/he removed only the setscrew in question during the debridement. The surgeon came to a conclusion that the setscrew in question, which was connected to a screwdriver during the original procedure, might have unknowingly fell off the screwdriver and had been left in the lesion. No other implant was removed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.